Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The trima device operated as intended by flagging the procedure to verify wbcs.the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.the run data file (rdf) was analyzed for this event.root cause: the rdf analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. There were no events(alerts, adjustments, changes in pump speed, substate changed, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. However, signals from the rbc detector are consistent with wbcs escaping the lrs chamber towards the end of the procedure.based on the available information, it is possible that this leukoreduction failure is donor related. Review of the rdf did show that the trima accel device detected wbcs escaping from the lrs chamber. The trima accel device has software algorithms that use the rbc detector output tomonitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbcs exiting the lrs chamber and potentially contaminate the platelet product. Thesystem message to verify the wbcs in the platelet product was displayed because, during theprocedure, these algorithms on the trima accel device operated as intended and detected wbcswere escaping from the lrs chamber. The device automatically initiates an lrs chamber clearance recovery procedure when a potential wbc saturation of the lrs chamber is detected.